Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination. One unknown adapter, not from this manufacturer, was found with the sample which is not part of this complaint investigation. Holder cavity mold is 16, male luer was broken. The most probably root cause was that the luer came weak from supplier. A supplier corrective action request (scar) was issued to the supplier. This remediation MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4).

Event description:
It was reported that during blood sampling, the male tip of the vacutainer broke inside the valve. The valve was occluded and unusable. No patient injury was reported.